Event description:
This report captures four instances of intraoperative everest locking screw inserter tip deformation. In all cases, the associated procedure was completed successfully with no surgical delay and no adverse consequence to a patient or user.

Manufacturer narrative:
Lot ndyb (1): device returned 26 may 2022. The investigation is still in process; we will communicate our findings in a follow-up report. Lot achfn028 (1): device returned 12 may 2022. The investigation is still in process; we will communicate our findings in a follow-up report. Lot fdrk002 (1): manufacture date 03 january 2018, device returned 28 april 2022 complaint history for the reported lot number was reviewed and no adverse trends were identified. Device history records were reviewed and no relevant manufacturing issues were identified. The returned device was visually inspected; wear and tear was observed along the entire device. A small deformation on the inner shaft and buildup of debris on the threading were noted. The most likely root cause of the reported event is normal device wear. The instrument has been in the field for over four years; consistent use of the instrument throughout its lifetime may cause fatigue and lead to the reported failure. Lot hfjf (1): manufacture date 26 september 2018, device returned 28 april 2022 complaint history for the reported lot number was reviewed and no adverse trends were identified. Device history records were reviewed and no relevant manufacturing issues were identified. The device was visually inspected and deformation seen on the threading and along the tip. The most likely root cause of the reported event is normal device wear. Deformation is the result of repeated, consistent use of the instrument throughout its lifetime which gradually weakens the material integrity at the tip.

Manufacturer narrative:
Lot ndyb (1): manufacture date 10 february 2021, device returned 26 may 2022. Lot fdrk002 (1): manufacture date 03 january 2018, device returned 12 may 2022. Lot fdrk002 (1): manufacture date 03 january 2018, device returned 28 april 2022. Lot hfjf (1): manufacture date 26 september 2018, device returned 28 april 2022.

Event description:
This report captures (B)(4) instances of intraoperative everest locking screw inserter tip deformation. In all cases, the associated procedure was completed successfully with no surgical delay and no adverse consequence to a patient or user.